Event description:
It was reported the insulin pump did not keep the correct time setting, and lost approximately twenty minutes per month. There was no allegation of patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery compartment was observed to be cracked. The battery cap was able to attach to the pump securely. A timekeeping accuracy test was performed and the pump was found to be keeping time accurately. A review of the pump black box history did not show any evidence of activity outside normal use.